Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/29/2025, it was reported that the user cracked their ilet screen after bumping into a doorknob in their apartment. The screen remained responsive, and the device continued to function normally. No injury occurred. No symptoms, external assistance, or medical intervention occurred.